Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. When clipping the bile duct, the clip did not deploy correctly. It stayed in its housing. The device was not difficult to assemble or disassemble. The clip cartridge was not able to be loaded properly onto the handle. The clip was not able to disengaged from the cartridge. The clip was not able to form correctly. The inner and outer parts of the clip did not separate. No device component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, used a ligaclip as a replacement device. There was no patient harm. The patient status is alive, no injury.